Manufacturer narrative:
Device received with no button response at bolus, esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc. Device received with cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons. Troubleshooting was done for keypad anomaly. Customer reported that they were unable to press the buttons on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.